Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history was missing while the pump was being used. Pump deliveries were not impacted by issue and customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 240-325 mg/dl.